Manufacturer narrative:
Reported issue of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure on an unknown date. According to the complainant, during the procedure, the physician attempted to deploy the clip; however, the clip would not release from the catheter. It was noted that a brass piece came out from the handle. The device was removed from the patient and no part of the device was left inside the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.